Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? The doctor fired the device after a long intervals. Once the device was removed, was a complete washer transection confirmed? Dr. Commented dr. Didn't hear the sound of washer transection. When the device was removed, the adjusting knob was turned twice. After the device was removed, the washer was confirmed and was not cut. Then other dr. Tested to fire the device out of the patient and the washer was cut. Dr. Commented that the cause of this event was how to use. After converting to open, cdh29a was used for the anastomosis. Were the tissue donuts inspected? If so, were both tissue donuts complete? No information. Approximately how much longer was the incision extended to address the issues experienced with the device? No information. What is the current patient status? Temporal stoma was established, and chemotherapy was performed. The patient is getting well and she will leave the hospital in 2 weeks. The temporal stoma will be closed in 6 months.

Event description:
It was reported that during a semi-open low anterior resection, the staples were not deployed wholly when the device was used on the rectum. The device was fired across an existing staple line. The device was closed 2/3 at the firing. The surgeon felt an unexpected resistance at the firing, and the device was hard to be removed. The procedure was converted to an open procedure to complete the case since massive bleeding occurred. The amount of the bleeding was unknown. No blood transfusion was required. The target tissue was re-anastomosed. The operation time was prolonged. Colostomy was not required. The patient is still hospitalized.

Manufacturer narrative:
(B)(4). Device evaluation: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.